Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, no defect was found on the lens surface and nosepiece. The device underwent a system check and the reported phenomenon of triple image artifacts were reproduced. The likely contributor was a transducer hardware fault described as ic chip damage inside the transducer handle. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
During a retrospective review of service notifications, it was found that during an unspecified study, the 18l6 hd transducer generated a triple image artifacts described as a high-gain type noise radiating to far field 20-30 seconds after the probe was activated. The reported patient outcome was delay of diagnosis. No additional information was provided.